Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during meniscus repair, the fast fix t1 t2 were deployed, so the knot could not be pushed. Delay was greater than 30 minutes and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The actuator had been fully triggered. A piece of the suture was returned without anchors. The suture knot was tightened down to some debris and had frayed ends from being cut loose from meniscus. A functional evaluation revealed the suture knot could not be tightened due to being tightened to some debris. A review of the customer provided image found an arthroscopic view of the meniscus with what appears to be a ff360 suture. T1 and t2 were not visible there was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive debris on the device. No containment or corrective actions are recommended at this time.